Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported unable to straighten sleeve could not be replicated in a testing environment. Additionally, it was observed that the clip could not be closed, and the actuator coupler was corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to straighten sleeve was unable to be determined. The observed corroded actuator coupler is likely due to residual saline solution and biomatter from the procedure. The observed unable to close clip was due to the corrosion in the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 mixed mitral regurgitation and a rotated heart for a mitraclip procedure. The steerable guide catheter (sgc) was advanced within the patient and a mitraclip ntw was advanced into the left atrium. The clip was pointed in the anterior direction and would not move into the posterior direction. Troubleshooting was preformed unsuccessfully. The clip was removed from the patient and a new mitraclip ntw was selected and implanted successfully, the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.